Event description:
It was reported that the pump alarming no disposable clamp tubing for a second time this morning. Green flow stop noted. She states so many tiny air bubbles are present in tubing of cassette. Instructed her to massage tubing and gently tap cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart. Alarm returns and screen reads pump wont run. She states reservoir bag appears to be deflated and empty. Instructed her to power pump off and clamp tubing closest to port. Advised patient to inform clinic of unresolved alarm in the morning, and he verbalized understanding. Encouraged patient to call the hotline for future concerns or needs. Rga placed on pump. No additional information available